Manufacturer narrative:
The insulin pump was received with a motor error alarm during occlusion test and was unable to prime at 4/.0 lbs during the prime/a33 test due to faulty force sensor resistor (gold). The motor passed the motor test. The device was also observed to have a missing end cap sticker, cracked display window corner, scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading was 363 mg/dl. No significant events leading to the alarm were observed. The customer stated that he was able to rewind the device. Advised discontinuation of the insulin pump. Nothing further reported.